Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed. Internal visual inspection was performed and failed due to bent needle. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
After submission of the initial MDR product was received on 4/21/2025 it was determined this complaint is not reportable per corpft-(B)(4).

Manufacturer narrative:
(B)(4) 3004753838-2024-336267 and 3004753838-2024-336267-01 were reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.